Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient had a periprosthetic fracture. Doctor removed all the implants, then cabled and replaced. Right hip.

Manufacturer narrative:
An event regarding a periprosthetic fracture involving an unknown stem was reported. The event was not confirmed. The device was not returned for evaluation. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, xrays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient had a periprosthetic fracture. Doctor removed all the implants, then cabled and replaced. Right hip.